Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received power error alarm. The customer¿s blood glucose level was 163 mg/dl. The customer states are able to complete pump rewind. Troubleshooting was performed for power error alarm. Advised will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test and the displacement test. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is located in the formatted history file due to cold solder joints of the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.